Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a kink in the tubing had been noted, requiring an early replacement of the infusion set. The event occurred while in use with patient and there was no patient injury.

Manufacturer narrative:
A2 - dob, a4 - weight, a3a - sex: corrected. H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.